Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturer representative the battery site was red, inflamed, tender, and swollen. The consumer saw the doctor, who diagnosed it as an infection, referred the consumer to the ER, and the plan is to have it removed, but it is not yet scheduled. It was noted that the stimulator was working appropriately, was helping the consumer, and the consumer did not want the device removed; however, the doctor said it had to come out do to the infection. Additional information received from the representative reported the system was explanted.